Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: rite functional test passed specifications and rite electrical test failure ground bond failed performance spec was not confirmed by review of the logs but is automatically confirmed. The assignable cause of the rite electrical test failure of ground bond failed performance spec was determined to be a loose set screw on the door post. Door post was scrapped during servicing. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).